Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier is not available for reporting. Other number¿UDI: (B)(4). Explant date: the subject device is not considered to have been successfully explanted on (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 25, 2013. Expiration date: sep 1, 2023. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during revision surgery on april 11, 2017, the surgeon found that the multiloc end cap and an unknown 3.5mm locking screw protruded so he tried to extract both implants. However, the surgeon couldn¿t extract the unknown locking screw and moreover the multiloc screw became loose. Therefore, he extracted the multiloc screw by using pliers. Then it was found the unknown locking screw had broken and the broken shaft part was left in patient¿s bone. The surgery was extended for 30 minutes due to the reported event. Concomitant device: one (1)x unknown plier. This report is 1 of 2 for (B)(4).